Event description:
It was reported that when the right ventricular (rv) lead was reattached to the new generator during a changeout procedure, both the rv coil, and the superior vena caval (svc) coil experienced high impedances. The rv lead was capped and replaced with a new high power lead. The implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted due to normal battery depletion. The ICD subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.